Event description:
The user received a questionable high result for glucose on the integra 800 analyzer for one patient sample. The initial result for glucose was 332 mg/dl. This result was reported outside the laboratory. The doctor questioned the result and requested the sample be repeated. The sample was repeated twice giving 116 and 119 mg/dl. The user said the doctor had not called back for the corrected repeat glucose results for this patient. No adverse events have been reported to the laboratory regarding this discrepancy. The reagent lot number for glucose is 62593201. The field service representative found a problem with the level detection cable. He replaced the cable. Performance test were run which passed.

Event description:
Reporter alleged obtaining the results of 301 mg/dl and 132 mg/dl back to back within 10 minutes on the aviva system. The customer reported taking her medications, listed as 500 mg of metformin for diabetes, about 5 minutes prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.